Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room due to high blood glucose on (B)(6) 2018 with blood glucose of 465 mg/dl. The customer did not experience the symptoms due to high blood glucose. The customer treated high blood glucose value with insulin drip. The customer also reported bent cannula. The customer declined troubleshoot for both high blood glucose and bent cannula. The insulin pump will not be returned for analysis.